Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not been completed. There was no patient infection. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 cfu of gram positive bacteria. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii colonovideoscope tested positive for over 100 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices. The device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the light guide rod lens were cracked, the charged coupled device cover lens were chipped, the bending section rubber glue was separated, the universal cord had wrinkles, the angulations were less then the specified value, the biopsy channel had wear and tear and was replaced as preventative maintenance, and the electrical safety test was failed for the insulation at the distal end and insertion section. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the no detergent is used for pre-cleaning. The device is manually processed with an novalclean vytil cleaning brush, unknown disinfectant, and salvanios premium detergent. The device is processed in a isa medivator automated endoscope reprocessor (aer) with rapicide detergent and intercept plus disinfectant. The device is stored in a simple cabinet from surestore. Olympus is the maintenance provider of the subject device.